Manufacturer narrative:
Date of event: event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient¿s ins worked fine for quite a while but now they were getting up every hour at night, further clarifying they were getting up to urinate every hour during the night. The patient was instructed by their healthcare provider to keep their stimulation at 2.5 but they decreased to 1.5 because when it was at 2.5 it seemed like they could feel it all the time. The patient further clarified that the stimulation felt uncomfortable at 2.5 and that was why they decreased. The patient stated that stimulation used to feel like ¿little tingles¿ and now it seemed like a constant numbness. The patient noted that this all started probably a couple of months ago. The patient reported having a couple of falls with the most recent one being ¿just recently¿ that were related to the issue. The patient stated that the recent fall they had fallen right on the opposite side of the stimulator on cement steps. Syncing with the programmer showed the stimulation was on at 1.5. The patient increased from 1.5 to 2.0 where it was confirmed to be comfortably felt on the ¿top of the cheek¿ of their bottom where they had felt stimulation since implant. The patient was to monitor their symptoms now that the change was made and follow up with their healthcare provider if it didn¿t resolve to discuss symptoms and check the lead and implant. The patient noted an appointment on (B)(6) 2019. No further complications were reported.